Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
Batch review performed on 04/24/2015: lot 146960: (B)(4) stems produced and released on 08/01/2015. No anomalies found related to the problem. To date, (B)(4) stems of the same lot have been sold without any similar issue. On 04/03/2015, the medical affairs made the following analysis: periprosthetic fracture after one week in a "dorr type a" femur. Such marked femoral shapes are usually difficult to match with an uncemented stem and even more with a short stem. No info is available as to the trauma that has occurred. I have no details on the age and activity level of the pt; I can understand that the surgeon tried to treat him first with an uncemented stem. I have no info to tell you if the cup has been removed; we shall see how the gaps between implant and bone get filled in with the postoperative treatment. I can see no reason for immediate action on medacta devices. On 04/23/2015, the r&d project manager analysed the returned stem, ceramic liner, ceramic head and acetabular shell. Observing the explanted implants, no conclusion can be determined.